Event description:
It was reported that the stored egm showed noise on the ventricular channel. The noise was not reproducible with stress testing. All measurements are within normal range. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was later reported that the lead was explanted and replaced.

Manufacturer narrative:
The reported noise anomaly was confirmed. Analysis found the outer insulation abraded. Both sensing cables were fractured between 17.2cm and 21.2cm from the connector pin. One of the svc cables was fractured at the same area. The damage found is consistent with friction to the ICD can.